Manufacturer narrative:
Evaluation of the customer issue included a review of the complaint text, a search for similar complaints, a review of labeling, and review of service history for the architect i2000sr. Multiple discrepant tsh results were generated on the architect i2000sr (serial number (B)(4)). In addition, the complaint text indicated there was an increase of samples that generated aspiration errors. There were no returns available for this investigation. Field service troubleshooting included cleaning the probes and wash stations and performing preventative maintenance. Field service also found the pressure monitor sensor cable was loose and reconnected the cable. Service history for this instrument revealed no subsequent complaints of discrepant/erratic results were reported. A search for similar complaints did not identify any trend for the pressure monitor sensor. A review of the architect operators manual found adequate troubleshooting instructions were provided for the described issue. Based on the results of this investigation, there is no indication of a deficiency or malfunction of either the architect i2000sr (sn (B)(4)) or the pressure monitoring sensor (part 7-204070-02).

Event description:
The customer stated that the architect analyzer generated falsely decreased tsh results on one patient. The results provided for sid (B)(6) from (B)(6) 2015 were: initial <0.01 / repeat = 4.94miu/ml (reference range 0.35-4.94miu/ml). There was no reported impact to patient management. There was no additional patient information provided.

Manufacturer narrative:
(B)(4). An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. (B)(6).